Manufacturer narrative:
99 days have passed since this issue was reported to mitek, and although the complaint device was supposed to be returned for evaluation, to date nothing has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution from the same facility and surgeon. In addition, our affiliate is reporting to us that the facility and surgeon have observed no consequence to the patient due to what was reported. We cannot tell anything from this, we cannot discern a root cause or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, the surgeon observed smoke emanating from one of the portals, and some sparks from the electrode tip (viewed through the scope ?). The surgeon went to another same device from the same lot with the same results; smoke & sparks. A 3rd same device/lot was used without incident to successfully complete the procedure. The surgeon cannot articulate if there was fluid overheating or any tissue burn; they will check to see if there is any tissue damage at the normal scheduled follow-up examination; it is also reported that the surgeon used the electrode for long periods of time without stopping in the procedure. There are more questions are out to the facility for clarity. See associated MDR 1221934-2013-2014.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.